Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where on pod (post operative day) 6, the patient presented to the hospital with dizziness and was found to be in heart block. The index procedure with the evoque valve was successful and uneventful. The patient was discharged home and did well. After the heart block was found on pod 6, a micra pacemaker was attempted. Pacing thresholds on the device were high, so sensitivities were increased. A second micra was implanted on pod 7, and the first one was removed. The thresholds were better, but still high. The patient was under observation but doing well. There were no signs of EKG or rhythm changes during procedure or post op course.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities was found during DHR review. Since no edwards defect was identified, corrective or preventative actions are not required. A definite root cause is unable to be determined. The patient experienced heart block, which resulted in the patient needing a micra pacemaker implant. After the pacemaker was installed, there were no signs of EKG or rhythm changes during procedure or post op course. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.